Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) performed an on-site inspection but was unable to reproduce the reported issue. Multiple system reboots were carried out, each of which was successful, and the system booted up normally. The system was then returned to use in good working condition. The codes were updated based on the investigation outcome.